Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not available as of this writing. This is one of two products used in the same procedure that were submitted under the following mfg numbers 3003742446-2007-00070 and 3003742446-2007-00071.

Event description:
During pci of an 85% de novo lesion in the proximal lad of 5mm in length, in a 3.0mm vessel diameter, there was a distal edge dissection involving a 3.0 x 13mm cypher stent that was deployed at 11 atmosphere (atm) and then 16 atm. The dissection type was not classified. The 3.0 x 8mm cypher stent was used to treat the dissection, but when placed at the target site it would not hold pressure and did not inflate at all. It was finally removed and another product of the same size and lot was used to complete the procedure. This second product was returned for analysis. The device appeared normal and when removed appeared to be normal in appearance.